Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pgb853, and no non-conformances were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of two picture received determined that an opened box and an unopened sample of product code eh7222h could be observed. However, the reported condition could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis.

Event description:
It was reported that a patient underwent a cardiac bypass surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke when sewing vessels. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that thirty-two unopened samples of product code eh7222 were received for evaluation. Visual inspection of thirteen unopened samples was conducted and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. H6 component code: g07002 - device from same lot.